Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during tx complete - step 9 remove cassette. The patient stated the cycler prompted with draining slowly and drain complication encountered messages during treatment and prior to the leak. Fluid leaked from inside of the cassette door. The patient stated one whole paper got wet when cleaning fluid. The back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals if needed and stated fibrin was discovered when performing continuous ambulatory peritoneal dialysis (capd) therapy. The patient was reportedly constipated. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of fibrin and to re-setup the cycler with all new supplies and to contact pd support if any issues occurred. Upon follow-up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient did not require any medical intervention as a result of the reported fibrin observed while performing manuals. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during tx complete - step 9 remove cassette. The patient stated the cycler prompted with draining slowly and drain complication encountered messages during treatment and prior to the leak. Fluid leaked from inside of the cassette door. The patient stated one whole paper got wet when cleaning fluid. The back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals if needed and stated fibrin was discovered when performing continuous ambulatory peritoneal dialysis (capd) therapy. The patient was reportedly constipated. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of fibrin and to re-setup the cycler with all new supplies and to contact pd support if any issues occurred. Upon follow-up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient did not require any medical intervention as a result of the reported fibrin observed while performing manuals. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to returned for investigation.